Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was hospitalized from (B)(6) 2016 due to severe constipation. The patient indicated there was no allegation of device malfunction and the hospitalization event was not attributed to fluid overfill or the patient's cycler. The patient stated he completed continuous ambulatory peritoneal dialysis (capd) therapy treatments while hospitalized. The patient stated he was prescribed medication from the hospital and continues to have some constipation and fill issues related to the constipation. The patient also stated he tried completing peritoneal dialysis treatments using the cycler since his discharge but continued having some discomfort and slow fills due to constipation. The patient stated he had been able to complete peritoneal dialysis treatments via capd and was expecting to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler once his issues related to constipation resolved. Medical records were requested from the patient's clinic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.